Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 10/31/2017. Device returned to manufacturer? Yes. Device evaluation: the complaint unit was received in its original folding carton. The plunger was observed in the advanced position, and locked; the cartridge was correctly engaged into the lower body of the pcb00 device. No assembly error and/or defect related to manufacturing process was observed. Visual inspection was performed at 10x microscope magnification. Lack of lubricant material was observed in the device. The lens was observed stuck at the cartridge tube. The reported stuck in cartridge was verified. However, the condition in which the sample was returned is consistent with a product that was handled and prepared for surgical use. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 21.5 diopter intraocular lens (iol) was partially inserted into the eye and then removed immediately because the lens would not advance. Reportedly, there was no incision enlargement, vitrectomy, or sutures used. The patient is doing fine post-operatively. No additional information was provided.